Event description:
It was reported that during the procedure, a 3.5x30 trek otw balloon dilatation catheter (bdc) was advanced onto an unspecified, possibly abbott guide wire, to a heavily calcified lesion in the heavily tortuous proximal saphenous vein graft (svg) to right coronary artery (rca), with resistance felt between the trek otw bdc and lesion during advancement. During the 1st inflation to 14 atmospheres, the balloon ruptured circumferentially after holding pressure for 20 seconds. The trek otw was withdrawn from the anatomy without resistance felt. The distal part of the balloon remained intact on the inner member shaft, not separated, and was bunched up against the distal tip. The procedure was completed using an unspecified nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device was returned for evaluation. The reported balloon rupture and bunching were confirmed. Based on scanning electron microscopy results and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.